Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had bolus not delivered alarm. Customer was replaced the infusion set and everything and it seems that there was no insulin gone in the body. Customer had a high blood glucose and no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.